Manufacturer narrative:
According to an update to the service report, the sensor interface board, central processing unit , and flow sensors were replaced. The unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and lost mechanical ventilation during a case. There was no report of patient injury.